Manufacturer narrative:
(B)(4).

Event description:
It has been reported that during an initial hip procedure, the packaging of the device was found to be compromised. The surgery was completed with a different device with no further complications or delays reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned pouch had evidence of pinholes and internal scuffing which is related to handling and transportation issues during distribution of the device from hospitals. The hospitals discarded the remaining packaging and have mentioned that the sterile barriers were not breached. The black debris inside the pouch is most likely porous coating where the implant has scuffed against the internal wall of the pouch during transportation and caused black particles to be dispersed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was due to transportation and handling of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total hip arthroplasty, upon opening the device packaging, it was discovered that there was black debris inside the poly bag. Another implant was available to complete the procedure. There were no patient consequences as a result of the malfunction.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the reporter. Device history record was reviewed and no deviations or anomalies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.